Manufacturer narrative:
Initial 1 of 2 e1: establishment name: (B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient stated multiple sets from the same box are fine for two days after insertion but leaking from cannula site on the third day which made adhesive wet and dripping is visible with strong smell of insulin which led to blood sugar spiking on (B)(6) 2026. This emdr is being submitted for an unknown number quantity.